Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient was brought to the clinic to demonstrate the patient notifier. However, the patient could not feel the patient notifier. Vibration was still not available even when pressing firmly over the device. No resolution was suggested. The patient will be monitored through remote monitoring. No further information is available.